Event description:
It was reported to philips that fluoroscopy was unavailable due to an rx tube grid fault on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mrc 200 0407 rot-gs 1004 rx tube and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)